Manufacturer narrative:
Further information requested but was not received.

Event description:
Related manufacturer reference number: 2017865-2023-24979 it was reported that the right ventricular lead and atrial lead were explanted for unknown reason. No patient symptoms were reported.

Event description:
New information received notes following initial implant, the right atrial and ventricular lead were found to have dislodged. This was the reason for the explant. The leads were explanted due to the physician's policy to never reposition leads. The procedure was successful with no complications.